Manufacturer narrative:
D4 unique identifier: detailed product information was not provided to bsc. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted. E1 initial reporter facility name: (B)(6) hospital. E1 initial reporter facility address: (B)(6). G2 report source: yamaji, k., tanaka, k., yamasaki, t., sudo, k., kinoshita, y., sumiyoshi, a., watanabe, s., iwamoto, m., watanabe, h., & okamura, a. (2025). Rotablator burr disconnection and a gap predictor. Jacc: case reports, 30(25), 104403. Https://doi.org/10.1016/j.jaccas.2025.104403.

Event description:
It was reported via literature that device issue occurred. A patient with exertional chest pain had a bare metal stent (bms) implanted 27 years ago and a drug eluting stent (des) placed 17 years ago to cover restenosis at the proximal edge of the bms. Coronary angiography (cag) revealed a new calcified lesion just before the des and chronic total occlusion within the bms. Revascularization of the chronic total occlusion was performed initially, and staged pci was subsequently performed. Although the lesion was successfully ablated by rotational atherectomy (ra) with a 1.5-mm burr, the burr suddenly became disconnected upon reaching the proximal part of the stent. As the guidewire was not fractured, pulling it back enabled the spring tip to capture the burr and both were retrieved successfully. Subsequent balloon expansion dilated the lesion sufficiently, followed by drug coated balloon (dcb) expansion, resulting in optimal lesion dilation.